Event description:
Customer's mother reported via phone, the down button on the insulin pump was unresponsive. Customer's blood glucose was not provided. Customer was advised the device needed to be replaced. Customer would return the device to the clinic for further analysis.

Manufacturer narrative:
The insulin pump had intermittent up arrow and down arrow button response due to flattened dome switches. The insulin pump had minor scratches on the display window, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.